Event description:
It was reported the device does not detect when the tubing set is occluded; it was found during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Could not verify customer's problem due to a faulty downstream occlusion sensor. The device would alarm "cassette not attached properly" right after a disposable cassette was attached. The downstream occlusion sensor value was too low when depressed, using the manufacturing utility mode. The sensor was scratched during the last repair, damaging the downstream occlusion sensor. Replaced downstream occlusion sensor and seal. The cause of the reported problem was traced to service and repair work previously done. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.